Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer states pump was not exposed to a high magnetic field. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump failed the self test due to absence of vibration anomaly. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. Pump alarmed pump error 43 alarms on the event date of 22-may-2020 at 09:12:29.000 to 10:30:51.000. Pump was cut open to perform visual inspection and found moisture damage on the vibration motor, electronic assembly, motor home switch and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, pillowing keypad overlay, label damage, and cracked retainer. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Moisture damage was confirmed found on the electronic assembly, battery tube, and motor home switch. Retainer ring damage was confirmed. Vibration anomaly was confirmed during testing due to moisture damage on the vibration motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.